Event description:
The pt reported that the battery of the infusion device was depleted after one day of use. She stated that the infusion device often displayed e8 (power interrupt) and on one occasion, the infusion device shut down. When she changed the battery, she noticed the battery was very hot. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will provided in the supplemental report.